Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, stomach cramps and "did not look well". The patient was hospitalized for the events. The cause of the event, treatment and patient outcome were not reported. Action taken with pd therapy was unknown. No additional information is available.